Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a small air gap was noted in the tubing. The customers blood glucose level was (214 mg/dl) the customer was able to expel the air gap by performing a fill tubing.